Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The 90% stenosed and calcified lesion was located in the moderately tortuous left superficial femoral artery (sfa). Access was obtained via an unspecified femoral artery and another manufacturer's 6fr sheath was placed. Another manufacturer's 8.0mm x 60mm stent was successfully deployed in the lesion. The sterling 7mmx 40mm balloon catheter was advanced for post-dilatation of the stent, however, the balloon ruptured at 10atms on the first inflation. The balloon was removed intact and another manufacturer's balloon catheter was used to successfully complete the procedure. No patient injuries or complications were reported. The patient's status is reported as "good".

Manufacturer narrative:
The complainant indicated that the device was disposed of at the user facility and will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.